Event description:
Our new tube feeding sets will not prime properly. Covidien redesigned the set to change the connection tubing so that it cannot be used with a luer lock syringe. This change eliminates the chance that a clinician might hook the patient's feeding tube to an IV infusion by mistake. Since the new sets arrived in the units, the staff members have reported issues with priming the tubing. The product representative has visited each unit that reported a problem, re-educated staff on the proper technique and collected some sets that the staff deemed defective. Nonetheless, the problem persists. The staff states they have had to try two or three sets to find one that works. They must waste the feeding product as well as the set each time. The manufacturer has now pulled our existing inventory and replaced our product stock.